Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one burst of anti-tachycardia pacing (anti-tachycardia pacing (atp) and one shock as inappropriate therapy due to a suspected rapid ventricular response (rvr) due to an atrial driven rhythm. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Additionally, ts noted there were pacemaker mediated tachycardia (pmt) episodes stored. This device remains in service. No additional adverse patient effects were reported.